Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported seeing poor communication on the patient programmer (pp) and it was noted that they used an external antenna. Confirming the antenna was secure and syncing with the implantable neurostimulator (ins) didn't resolved the issue along with placing the pp directly over the ins. It was stated the patient stopped feeling stimulation and had a sudden return of urinary symptoms. The patient saw their doctor in (B)(6) for programming, and they didn't mention the ins battery was low. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported to resolve he patient programmer poor communication and the sudden return of symptoms the interstim was reprogrammed. The patient stated that the patient programmer poor communication and sudden return of symptoms was not resolved as they should. The patient noted they returned to the office on (B)(6). The patient stated the setting were changed and they have again raised the setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.